Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex tracheobronchial uncovered proximal release stent was to be used to treat a malignant stricture during a bronchoscopy with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was attempted to be deployed but the black deployment suture did not unravel. Reportedly, the stent was removed from the patient partially deployed on the delivery system. It is unknown if the procedure was completed; however, it was reported that there was no other stent used to complete the procedure. There were no patient complications as a result of this event.